Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done. The following information was requested, but unavailable: what is the patient gender/bmi? Please describe cartridge selection for all parts of the procedure. Was buttressing material used? Did the surgeon wait 15 seconds prior to firing? Were there any issues with staple formation at site of leak? Was the patient in hospital longer than what the surgeon typically used for standard of care? Was the exact location of the bleeding identified? Was the staple line vertical or horizontal? Please describe the staple formation. Was the fistula immediately or post-op? Was the force to close or fire the device higher or lower than expected? Was the staple line adequate originally then opened up after 5 minutes?

Event description:
It was reported that during a gastroplasty by video (bypass) procedure, the surgeon reported that nine days ago in the second firing of the device in the stomach with a blue load, the staple line opened completely after five minutes of the firing. The event caused bleeding, gastric secretion drainage of the cavity and closure of the place with manual suture. The patient presented gastric fistula and he/she is in the intensive unit care. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information received: - what is the patient gender/bmi? Male; (B)(6) - please describe cartridge selection for all parts of the procedure. It used was a blue load in the stomach. - was buttressing material used? No. - did the surgeon wait 15 seconds prior to firing? Yes. - were there any issues with staple formation at site of leak? Yes. All the staple line of the second firing opened spontaneously 30 seconds after the firing. The tissue was not tractioned or manipulated. - was the patient in hospital longer than what the surgeon typically used for standard of care? Yes, 30 days. He stayed 5 days at intensive unit. - was the exact location of the bleeding identified? In addition to the bleeding of all staple line of the stomach, the staple line opened. - was the staple line vertical or horizontal? Vertical. - please describe the staple formation. Open staples and several were loosen at minimal traction. Some staples were closed but was not implanted / fixed to the tissue. - was the fistula immediately or post-op? Third po, was detected failure of the device and the surgery was made with manual suture in the fail and in the gastroentero, with negative methylene blue test during surgery (trans op). - was the force to close or fire the device higher or lower than expected? It was normal. - was the staple line adequate originally then opened up after 5 minutes? The staple line opened in 30 seconds.